Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
Customer called in and stated when doing a bolus, the insulin pump gave her more insulin. Blood sugar levels were not provided as the customer hung up before that information could be obtained. Nothing further to report.